Manufacturer narrative:
The actual device involved in the reported incident was not returned for evaluation and the lot number remains unk. Without the actual sample, a thorough evaluation could not be performed. A review of the customer complaint database revealed no other complaints of this nature against this catalog number. Although a thorough investigation could not be performed, the event description clearly states the nurse attached vancomycin ivph to the lower y-site downstream from the pump with the roller clamp left in open position. Attaching the secondary set in this manner bypasses the pump volumetric infusion control, and would allow for unrestricted flow of the solution to the pt. This set-up is not in accordance with the IFU. As a result, it was concluded by both the hospital and b. Braun that this event was related to user error.

Event description:
As reported by the user facility: called cts department today to inquire if pir should be filed, as user error was reason for event. Nurse attached vancomycin ivpb (1gm in 250 ml) to lower y-site of set (below pump), roller clamp left in open position. Vancomycin infused inadvertently via gravity. After infusion completed, pt exhibited 'red man syndrome' as evidence by redness in face, with itching and palpitations. Pt was treated with benedryl and symptoms resolved.